Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue was confirmed during fse testing and subsequently validated in the dchu inspection process. According to (B)(4), the field service engineer (fse) replaced the cover, silicone, kybd and verified that the keyboard was working properly. During dchu visual inspection the cover, silicone, kybd was observed a worn-off text in the silicone cover (a, e, r, o, l, enter and back space) and signs of fluid ingress. Laboratory testing was not required given the cosmetic condition of the silicone cover. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause was generated by faded keys (a, e, r, o, l, enter and back space) caused by an alcohol used to clean the keyboard.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard faded and required replacement. As per part investigation, it was determined that there was faded keys (a, e, r, o, l, enter and back space) caused by an alcohol used to clean the keyboard. There were no adverse events or injuries reported based on this event.